Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 -no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - which tissue was being sutured when the event occurred? Unknown - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? No - was the needle retrieved during the same procedure? Yes - were x-rays taken to locate the needle piece(s)? No - what measures were implemented to retrieve the needle? Visual search and recovery - was there any additional tissue damage resulting from the search for the needle piece? No - what is the current status of the patient? Unknown. (B)(4): - were there any adverse consequences associated with the patient? No - when was the needle broke off of the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during the use on the patient. - please provide the source or name of person providing answers to follow-up questions. H3 investigation summary: the product was returned to ethicon for evaluation. Five representative unopened samples were received for analysis. Product code sxpp2b405. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during unknown orthopedic case, the needle broke off of the suture. The needle was found. No intervention needed. Case was extended by one or two minutes. Case was completed with a like device. Device was discarded. Sterile sample will be returned. No adverse patient consequences were reported. Additional information was requested.